Event description:
Patient alleges cement mantle caused loosening. Legal documents rec'd from the FDA which came from another MFR. Cmw supplied cement.

Manufacturer narrative:
There is no baseline because this proudct is sold and manufactured by another co outside of the united states. This complaint is still under investigation. Depuy will notify the FDA of the final results.